Manufacturer narrative:
Investigation into this event found that the customer called the ocd call center on 07/17/2007 and requested service to be canceled. The customer indicated that one of their engineers would repair the instrument. Therefore, the ocd field engineer did not perform any services to the instrument. The root cause of the bent probe is unknown.

Event description:
The customer reported that the ortho provue analyzer dripped fluid during and that the probe was bent. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.